Event description:
It was reported that the unspecified bd¿ infusion set pump was blocked and gave an occlusion alarm when a new bag and tubing was inserted. The following information was provided by the initial reporter: "pump complaint/new bag and tubing from the operating room was inserted in to the pump. At 1050, the device gave occlusion alarm. The module was stopped, IV tubing was clamped, tubing was inspected, there was a blood return and flushed easily from cordis".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that the pump alarmed occlusion which resulted in both the pump and tubing being changed out. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.